Event description:
It was reported that the customer experienced a low blood glucose (bg) level under 20 mg/dl, "severe headache, vomiting, abdominal pain, and tachycardia"; cause was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.